Event description:
Upon further investigation, it was determined that the procedure was completed. There was no indication that the patient required further medical intervention as a result of this event. Based on the investigation results, this event is not-reportable.

Manufacturer narrative:
Additional information: b5. Device evaluation: follow-up report submitted to document device evaluation results. Correction: upon further investigation, it was determined that the procedure was completed. There was no indication that the patient required further medical intervention as a result of this event. Based on the investigation results, this event is not-reportable.

Event description:
The user from user facility reported that during a procedure, the device had error messages and unable to function that resulted in reschedule of the procedure. This report is being submitted for the rescheduled procedure.